Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was a a clogged/blocked cannula(s). The following information was provided by the initial reporter. The customer stated: the "needle presented a blood clot in the white part where it attaches into the 2nd tube drawn. It was required to exchange it so sample acquisition could be continued."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination, utilizing a borescope to shine light through the needle, and no issues were observed relating to clogged needle as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged needle. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was a clogged/blocked cannula(s). The following information was provided by the initial reporter. The customer stated: the "needle presented a blood clot in the white part where it attaches into the 2nd tube drawn. It was required to exchange it so sample acquisition could be continued."